Event description:
It was initially reported that the pt had a return of symptoms and was sent to the ER. The pt was hypertensive to start and then became hypotensive. Blood pressure values were not reported. The pump volume was checked. The expected reservoir volume was 7.0 ml while the actual reservoir volume was 5.8ml. There were no alarms reported. Add'l info rec'd indicated the pt had gone to the ER. The pt was cycling between hypertension and hypotension. The pt was admitted to the neuro ICU. X-rays were done and showed the catheter was connected. The pump contents were removed and the pump was refilled. No volume discrepancies were noted. The hcp felt the pt symptoms "were consistent with the pump turning off and on". The pump was five yrs old, so the decision was made to replace it. Approx two days later, the pump was replaced. The device disposition is unk. The drug used in the pump is lioresal 2000 mg/ml at a dose of 725 mcg/day. Following the pump replacement, the pt again experienced hypotension and was having severe spasms and pain. The pt was sent to the ER and an abdominal CT was done. No fluid was noted and the catheter appeared to be connected. There have been no pump alarms and device logs do not show any problems such as a motor stall. The hcp reported at this time it does not appear to be a device problem, but they are uncertain what is going on. The hcp plans to check pump volumes again to check for discrepancies and if none are found will pursue a medical work up.